Event description:
It was reported that the multi-link was implanted in the proximal left anterior descending of an acute myocardial infarction pt (contrary to IFU). The 100% stenosis was completely resolved. Five days after the procedure, the pt experienced chest pain and a 99% in stent re-stenosis. The occlusion was treated successfully; however, the pt experienced bradycardia, myocardial infarction and expired. The physician noted that there was no relationship between the device and the pt death. Guidant corporation is conservatively filing this event.